Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 07-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not showing conversions for insulin and two other medications. A technical support specialist connected to the server, checked units of measure settings, and ongoing research is being conducted. No resolution was provided by the technical support specialist or customer regarding the reported issue. No additional information is available.

Event description:
It was reported by the customer that an bd pyxis¿ es server system did not show conversions on remove did not happen for insulin and two other medications. According to the customer's report, when the customer removed fentanyl, they were presented with three options for the customer who wanted to remove the medication: a fraction of the vial, in micrograms (mcg), or in milliliters (ml). This allowed the customer to choose the most appropriate unit for removal. However, for insulin (and two other medications), even though the customer had the "show conversions" box checked, it was only shown a single input option instead of the three choices the customer received with fentanyl. There were no adverse events or injuries reported based on this incident.